Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The pump was replaced. The explanted pump was not available for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 438mcg/ml; 249.98mcg/day, bupivacaine 26.2 mg/ml; 14.9 mg/day and sufentanil 50 mcg/ml 28.536 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the pump had a motor stall resulting in withdrawal and a trip to the emergency room (ER). The patient was admitted to the intensive care unit (ICU) and supplemented with orals. No environmental/external/patient factors may have led or contributed to the issue. The patient was in a chair knitting at time of motor stall. The logs were checked. The pump motor stalled at 4:08 pm on (B)(6) 2018. The pump restarted at 4:09 am the following morning (B)(6) 2018. Surgical intervention was planned. The issue was resolved and patient status was alive - no injury. Patient weight was (B)(6). Medical history was asked and will not be made available. No further complications were reported.